Event description:
It was reported that the patient heard a critical battery alarm and a power disconnect alarm from the controller with one battery that was fully charged. A preliminary analysis of the log files showed a critical battery alarm with a battery "in a charging level" not less than 10%. The treating facility exchanged the patient's battery and the controller. Both the battery and the controller will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The battery was not returned for evaluation despite multiple attempts to obtain it. Review of the battery's manufacturing documentation confirmed that it met all requirements for release. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The reported event could not be confirmed on the date of the event, however, review of the controller log files revealed multiple "power disconnect" alarms triggered by "critical battery" alarms a day prior to the reported event date. Analysis of the controller revealed that the device met specifications; the controller passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with power disconnect associated with "criticalbattery" alarms are most often attributed to a communication error between the controller and the battery and result in premature battery switching and false "critical battery" alarms. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event is a communication error between the controller and battery.